Event description:
It was reported that the insulin pump was returned for scrap and without a complaint. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the prime anomaly. The device had a scratched display window, cracked reservoir tube, and missing end cap sticker.